Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The cause of the difficult to insert and difficult to remove were not confirmed due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information provided, the investigation determined the reported difficulties were due to case circumstances. In this case, the guidewire was likely damaged by the previously inserted guiding catheter both during the insertion process, and during the subsequent removal of the separated guide tip. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified external iliac artery that was occluded. A non-abbott 4f guide catheter was inserted via the right common femoral artery access site. When inserting the supracore 35 guide wire (gw) there was resistance met with the non-abbott 4f guide catheter. It felt like the catheter clamped on the guidewire. Therefore the guide catheter was attempted to be retracted; however, it met resistance with the gw and the guide catheter tip (approximately 10cm) came off and remained on the supracore gw. The gw was noted in a stable position, so it was decided to remove the rest of the guide catheter and send the patient to surgery to retrieve the guide catheter tip. The supracore gw was advanced from the left into the right superficial femoral artery groin, when a non-abbott catheter was then pushed over the supracore gw from the left and the torn tip was advanced over the wire to the right groin, where the tip was then simply removed from the gw. Continuation of the procedure with dilation of the occlusion and insertion of an absolute stent was used to successfully complete the procedure. No additional information was provided.